Event description:
It was reported by the patient's wife that the patient was in the hospital, the nurse told her the "pacemaker just stopped working", and the patient died. The wife was questioning the pacemaker longevity. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that the patient was in the hospital, the nurse told her the "pacemaker just stopped working", and the patient died. The wife was questioning the pacemaker longevity. There is no allegation from a health care professional that the death was device related. Follow up revealed that the patient had a witnessed cardiac arrest while bowling when patient suddenly collapsed, ems was called, patient was taken to the hospital and resuscitation efforts were made without success. Per clinician, there were no device issues or performance concerns prior to the patient death. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.